Event description:
The customer has reported via the (B)(6) that a patient underwent revision surgery on (B)(6) 2002 due to an allegedly broken exeter stem.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was not confirmed. Method & results: not performed as the device was not returned. Insufficient medical records were received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: the exact cause of this event could not be determined, insufficient information was provided. Further information such as device details, device return, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The customer has reported via the mhra that a patient underwent revision surgery on (B)(6) 2002 due to an allegedly broken exeter stem.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown exeter stem. It was noted that medical notes for the patient are unavailable. Device not available.